Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into eye. The lens was explanted. In a separate surgery the lens was replaced with same size lens. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).